Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
The customer reported that there was a free flow event with a chemotherapeutic medication. They reported no patient harm. Although requested, no further information has been received.